Event description:
Technical services received a call on (B)(6) 2011, from sales rep. There was noise noted on the rv lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).